Event description:
While troubleshooting with the MFR, the customer reports there is an icon and segments missing from the coaguchek s meter display. No adverse event reported. Requested return of suspect device and replacement was sent.